Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 327mm from the terminal pin. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced due to a non-product related experience. The new s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the electrode exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and so the s-ICD system was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the electrode was explanted and replaced due to a product performance issue. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced due to a non-product related experience. The new s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the electrode exhibited high, out-of-range shock impedance measurements of greater than 400 ohms and so the s-ICD system was replaced. No additional adverse patient effects were reported.